Event description:
It was reported the haptic bent as the intraocular lens was being inserted into the patient's eye. The incision was enlarged to remove the lens, and an alternate lens implanted.

Event description:
Parent called for her son, to report a high blood glucose (bg) level and does not know why. Customer's bg ranged between 105 mg/dl - high before taking the pod off and starting a new one. No further issues were identified.

Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lots 71451p100 and 68488p100 were in use. There was no adverse impact to patient management reported.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device lot # : section d4, lot #, other lot # of the medwatch was corrected from 68488p100 to ni. Suspect medical device, lot #, other lot #: architect reaction vessel lot 68488p100 was also in use at the customer facility. Concomitant medical device: architect i2000sr analyzer, list # 3m74-01, serial # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000 analyzer, list # 3m74-01, (B)(4). Evaluation codes: method, results or conclusions can be made at this time. Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lots of the suspect reaction vessel were in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.